Event description:
It was reported that the devices were used in a laparoscopic cholecystectomy. The clips did not form properly. Another device was used to complete the case. There was no consequence to the pt.